Manufacturer narrative:
A direct correlation between the event and the left ventricular assist system (lvas) could not be conclusively determined. The submitted system controller log file contained approximately 9 days of data and captured a slight increase in pump power/estimated flow coupled with a minor decrease in average pi near the end of the captured timeframe. Pump power, estimated flow, and average pi ranged from 5.3-8.3w, 4.0-8.9lpm, and 4.0-7.4, respectively. The device operated above the low speed limit. A specific cause for the change in pump parameters cannot be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump thrombus was reported under medwatch MDR report# 2916596-2017-01925. (B)(4). Approximate age of device - 3 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient recently had a cerebrovascular accident (cva) and now the lvad system was showing an increase in power. On (B)(6) 2017, it was reported that there was also a prior concern for pump thrombus with elevated lactate dehydrogenase (ldh), now in the 700 u/l range. A review of the log file by the technical service representative confirmed an increase in power and a decrease in the average pi over time. According to the lvad clinician, the patient did not exhibit any clinical signs of thrombus. On (B)(4) 2017, the lvad clinician confirmed that the patient was treated for the cva and anticoagulation was continued with no further pump issues observed during this admission. No additional information was provided.